Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.

Event description:
Additional information reported that the patients following physician was not aware the patient had deceased.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.